Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31528682l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced bradycardia, junctional rhythm, and coronary occlusion treated with medication and observation. The event occurred three hours after the thermocool smarttouch sf catheter was used. After sinus mapping, superior vena cava isolation (svci) was performed. After conducting ablation from the posterior wall to the lateral wall, the patient experienced a change to bradycardia. Subsequently, the rhythm transitioned to junctional rhythm. Isoproterenol was administered, and the rhythm restored to sinus rhythm. However, when the drug's effect decreased, the rhythm reverted to junctional rhythm. Coronary angiography (cag) confirmed the presence of coronary artery occlusion, with a noted possibility of occlusion in the distal vessel of the left circumflex artery (lcx ). The results of the cag showed no issues in the main coronary artery. However, there was a possibility that the flow in the distal vessel of the lcx decreased. It was concluded that continued observation was appropriate, and the procedure was completed. Junctional rhythm was maintained when the patient left the room. The physician's opinions on the relationship between the event and the product indicated that during the svci, a change to bradycardia occurred, indicating that there was an influence from the ablation procedure. Septal puncture was performed with radiofrequency (rf) needle. Contact force monitoring methods was real-time graph, dashboard, vector, visitag, and coloring setting of visitag was tag index. Additional filter for visitag was fot. There were no abnormalities observed prior to or during use of the product. Procedural activated clotting time (act) was over 300 seconds. The patient returned to the ward with junctional rhythm. The patient has been discharged from the hospital. The patient did not require extended hospitalization. The physician commented that he expected to return to sinus rhythm by one month follow-up.